Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the very tortuous and non-calcified left common vein. After a 0.035 guidewire was passed through, a 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 3 atmospheres for 4 minutes, the balloon ruptured. The device was removed over the 0.035 guidewire and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was safe.